Event description:
It was reported that the patient experienced insulin leakage while changing supplies. The patient stated that during the fill tubing step, no insulin drops were observed, and upon removing the cartridge, insulin had leaked into the chamber where the cartridge is inserted and out of the bottom of the cartridge. The agent recommended that the patient clean the chamber as thoroughly as possible and walked the patient through the steps to complete the supply change. The agent also explained that previously the patient had attached the cartridge and connector before inserting it into the pump, and advised that in the future the cartridge should be inserted into the pump first and then the connector attached to help prevent leakage. The affected cartridge lot was 32309. The patient reported a blood glucose level of 209 mg/dl, which was elevated for approximately 10 minutes, did not use back-up therapy or perform ketone testing, and did not experience any immediate health effects. No professional medical intervention or additional assistance was required. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.